Event description:
The customer contacted beckman coulter, inc. (Bec) to report a leak in the ion selective electrode (ise) module of their unicel dxc 600i synchron chemistry analyzer. Patient samples were not being assayed at the time of this event. There was no impact to patient treatment. The customer reported that the leak was coming from the carbon dioxide (co2) electrode area. The leak was discovered while performing weekly maintenance and cleaning of the chloride electrode. There was no exposure to the customer. There was no injury reported by the customer. Medical attention was not sought. The customer has the material safety data sheet (msds). A service representative had contacted the customer and determined that the co2 electrode was incorrectly installed. The customer reseated the co2 electrode correctly which resolved the issue.

Manufacturer narrative:
(B)(4).